Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported via health authority that the suction flow rate was unstable, and the suction pump was not functioned properly during cataract surgery (without intraocular lens implant). The surgery was completed on same day after replacing the pack with another one. There was no information about any impact to the patient.